Event description:
Pt upgraded to the minimed paradigm 512 pump with bd meter at a cost of $200. After receiving the new software, pt noticed the bd meter was 30 points off one touch ultra meter. Pt contacted mm who referred them to bd. Their 1st bd rep was unfriendly and unhelpful. The 2nd bd rep offered to send pt a new bd meter and requested pt have the 1st one tested at their dr's lab which pt did. The first bd meter was still 30 points off. Pt received the 2nd bd meter and it was 40 points off of one touch ultra meter. After some thought, pt decided that it could be dangerous to them to use the bd meter because of the 30 to 40 point difference to one touch ultra. Pt sent both bd meters back to bd and explained why. Pt also said that these meters could cause a significant event in the reading of too high or too low blood glucose which could be dangerous to an insulin dependent diabetic. As of today, pt has not received anything further from bd. No acknowledgement of the problems nor a refund for a meter that does not function properly. In the meantime, pt has decided to wait before updating insulin pump equipment until such time all problems are worked out between manufacturers.